Event description:
The surgeon noticed some fiber on implant and didnt want to use it.

Manufacturer narrative:
Customer complaint was originally based on implant part number 653210, lot 95567. Customer returned implant part number 653710. Device lot number, manufacturer date and expiration date reported in initial report are inaccurate based on device received for evaluation.